Event description:
Nellcor puritan bennett received a report from a tyco healthcare service center that an n595 pulse oximeter reportedly froze without alarming while in use on a patient. There was no patient harm reported.

Manufacturer narrative:
It has been requested that the unit be returned to the manufacturer for evaluation.